Event description:
Patient was admitted for induction of labor on 01/jul/2019. The patient had an IV bag of "pitocin" "infusing". The rn entered the room and found the bag on free flow. The patient had received about 150cc's of pitocin. From a 500 ml bag with "30" "ng" of pitocin, the rn stated the "snap" clamp had been clamped "fast". The bag was immediately clamped and disconnected from the patient. Per investigation, the physician explained the decision for a stat cesarean section was due to the clinical situation and was not based on the pitocin infusion. Infant (B)(6) 9/9; weight 4460 g. Per md notes, uncomplicated post-partum course with mother and infant discharged to home on (B)(6) 2019.